Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during a procedure. No pieces of the instrument fell into the patient's wound. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the photographs provided shows that the knob, spring and catch plate have disassembled from the main punch tower assembly which is normally connected by the screw and there is possibility that the screw fractured and the parts disassembled. However, it is unknown if the screw is fractured or not. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause cannot be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.